Manufacturer narrative:
The louver cover was returned to the manufacturer for evaluation. Visual inspection found that the cover was bent. The hinges for the louver cover were returned to the manufacturer for evaluation. Visual inspection found that both hinges were damaged at the screw hole and would not function.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative wen to site to test the equipment. Representative reported that the detector louver cover hinge was broken. Detector louver cover replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect detect louver cover has not been receive by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, one of the brackets on the positioner louver was broken. There was no patient present at the time of the issue.